Event description:
It was reported that arrhythmia occurred. Vascular access was gained via the right femoral artery. A safari2 guidewire and isleeve introducer sheath were positioned. Pre-aortic balloon valvuloplasty (bav) was performed and then a 25mm lotus edge valve was advanced and implanted in a patient. Post implant procedure, the patient experienced arrhythmia and a permanent pace maker was implanted. It was further reported in that in (B)(6) 2020, vascular surgery or intervention; major vascular complications occurred.

Event description:
It was reported that arrhythmia occurred. Vascular access was gained via the right femoral artery. A safari2 guidewire and isleeve introducer sheath were positioned. Pre-aortic balloon valvuloplasty (bav) was performed and then a 25mm lotus edge valve was advanced and implanted in a patient. Post implant procedure, the patient experienced arrhythmia and a permanent pace maker was implanted.